Event description:
Post implant of a sapien 3 valve in the aortic position, the patient was hospitalized due to infective endocarditis. As reported by our affiliate in (B)(6) and through the japanese tavi registry, during a transfemoral tavr procedure, a 23mm sapien 3 valve was implanted in the aortic position. On postoperative day (pod) 23, the patient was hospitalized due to endocarditis. Information regarding actions taken was not provided. The patient was discharged and transferred to another hospital 3 months after tavr. The patient was reported to be 'recovering'. The potential source of the infection was not provided. No other information regarding the event is available at this time. The valve remained implanted in the patient and would not be returned for evaluation.

Manufacturer narrative:
Per the instructions for use (IFU), infection including septicemia and endocarditis, is a potential adverse event associated with aortic valve replacement. Endocarditis is an infection of a native or prosthetic valve, is treated with antibiotics, and may require valve replacement if antibiotic therapy is not effective. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). Early prosthetic valve endocarditis is usually caused by perioperative bacterial contamination of the valve. Edwards lifesciences produces and provides sterile tissue bioprostheses to its customers by following carefully designed robust sterilization processes. These manufacturing processes have been validated and demonstrated to consistently provide a significant safety factor from which microorganisms could not survive. Microbiology and process monitoring is routinely reviewed within quality systems to maintain sterility control. Validated testing has demonstrated that microorganisms could not survive edwards' multi-stage processing with enhanced sterilant or heated glutaraldehyde terminal sterilant solution. These multiple, redundant manufacturing controls ensure the sterility of edwards' valves as provided to customers. Therefore, the probability of endocarditis related to edwards' bioprostheses is remote. In this case, there was no allegation or indication of a device malfunction. With the limited information provided, the cause of the reported endocarditis could not be determined. The potential source of the infection was not provided. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.